Manufacturer narrative:
The insulin pump alarmed unexpected pump error 68, 49 and 23 and received with no backlight, high sleep and active currents due to corroded electronic assembly. The insulin pump failed leak test; leaked at a cracked on the back of the case and the battery tube threads however, the insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay. The insulin pump was returned with no battery or battery cap assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post-reset ram crc alarm, trace pointers are invalid and history pointers failed. Customer's blood glucose at time of incident was 5.7mmol/l. Customer was in the pool and pump fell into the water for 1 second. Customer stated that pump was vibrating non-stop although vibrate function was off and light button did not function. Customer started to use old pump and she will call back to arranged swap.